Event description:
It was reported that the patient¿s spouse stated that while the patient was on vacation, an alarm had been going off every four hours since the day before. It was noted that they didn't bring the patient¿s monitor. The patient stopped by the local fire department, where the patient was checked and told the patient was okay. The patient then went to the emergency room where it was identified that a right ventricular (rv) lead integrity alert (lia) triggered due to high rate non-sustained episodes and sensing integrity counter (sic), and that stored episodes had electromagnetic interference. It was noted that the patient was in the pool that day and was advised not to swim in the pool. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.